Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was seen by a physician who requested the pump off passcode and permanently disabled the patient¿s pump.

Event description:
Information was received from a consumer via company representative regarding a patient receiving fentanyl, dilaudid, baclofen dose and concentrations not reported via an implantable pump. The non-reservoir medications included oral meds and oral soma. The indications for use were non-malignant pain and spinal stenosis. An empty pump was reported. The company representative reported that the patient contacted her saying the pump hadn¿t been refilled since september. The patient had been weaned down and now the pump was alarming and the patient wanted her to turn the alarm off. The patient¿s managing healthcare provider was no longer practicing and the patient did not have a physician who manages the pump. Additional information received from the patient. In 2016 the patient quit taking all and every oral medication and weaned herself down off them. The patient hasn¿t had their pump refilled since (B)(6) 2016. On friday (B)(6) 2017, the patient was single beep alarming until every hour on the hour and didn¿t know her dose per day and concentration for all her pump medications. The patient¿s pump medications were not weaned down. The patient quit using their ptm but nothing was changed with the pump medications. The patient stated they have oral soma if she needs to take a muscle relaxer for her baclofen needs in her pump. The patient currently didn¿t have a managing healthcare provider for their pump. No patient symptoms and there were no complications.